Manufacturer narrative:
Additional information: on (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contraction, rupture and rash. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old european/african female underwent breast augmentation with a mentor memorygel breast implant 375cc and experienced grade IV capsular contraction and rupture on the right side post-operational. The patient experienced pain and hardness to the touch, as well as a rash. As a result, the patient underwent device explantation on (B)(6) 2018.